Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of a damaged internal lcd cable connector was confirmed. The asp replaced the entire lcd display assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the lcd display.

Event description:
A third-party service agent contacted ventec to report that while performing service activities on the device, they observed that the internal lcd cable connector was damaged. The damage was observed prior to service activities being started. Damage to the lcd cable connector can result in a black lcd touchscreen and prevented the technician from any further testing. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.